Event description:
A report was received that during the patients trial procedure, multiple cerebrospinal fluid leaks were noted. The patient was administered with blood patch. No further information could be obtained.